Manufacturer narrative:
The device was received for evaluation. During functional testing, not alarming upstream occlusion not alarming was tested on the flow line which resulted with acceptable occlusion times at specific pressure ranges.the event history log review was performed and revealed an upstream occlusion alarm at time 19:27 on 23-june-2022 and the pump continued until time 19:31. It cannot be determined if the line was assessed for or cleared of an upstream occlusion through the history log, however per ncr pr: 2236001/fa 2021-056, if an upstream occlusion in the line is not cleared and the pump resumed, a subsequent alarm may be delayed or may not occur. Based on the results of the sample analysis, the reported problem was not due to device malfunction of the spectrum infusion pump; however, it cannot be definitively confirmed if use error caused or contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion during testing. There was no patient involvement. No additional information is available.